Manufacturer narrative:
High test results; (B)(4): no consequences or impact to patient; (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, review of the instrument by a field service engineer, a search for similar complaints, and a review of labeling. The field service engineer (fse) replaced the ict probe. A subsequent recurrence has not occurred since the replacement. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no deficiency of the architect c8000 analyzer, ln 1g06, was identified.

Event description:
The customer observed falsely elevated sodium results while using the architect c8000 analyzer. The customer indicated an initial result of 170 mmol/l and a repeat result of 139 mmol/l for one patient. There was no adverse impact to patient management reported. No additional patient information was provided.